Manufacturer narrative:
Insulin pump received with the operating currents within spec and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Installed a water filled reservoir, primed insulin pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. Insulin pump was monitored and no unexpected battery alerts or alarms occurred during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that he was hospitalized for high blood glucose. Customer's blood glucose was 451 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device failed the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.